Event description:
It was reported that the customer was running high. The customer believes that may have been leaking insulin as there was a smell of insulin inside the reservoir compartment. The customer was unsure if the insulin leaked past the o-rings. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.